Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 350m/dl. It was stated that the customer changed the infusion set, but still did not resolve the issue. The customer's most recent blood glucose was 362mg/dl and has been treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.